Event description:
During 20g midline placement attempt to left cephalic vein via ultrasound, an rn was unable to thread catheter once vascular access was achieved. The rn removed the midline catheter and noted the catheter was missing approximately 4cm of cannula. The needle and guidewire were found to be intact. The hospitalist attending physician and critical care provider were notified. Post event imaging indicated that the catheter tip was visible on plain film within the mid to distal upper arm. A second x-ray done two hours after the first showed no migration. A CT of the patient¿s left upper extremity found the catheter tip to be within the body of the biceps muscle, not intravascular. The patient reported mild pain/pulling sensation in the anterior left arm just proximal to the elbow with full elbow extension. The patient denied pain, numbness, paresthesia¿s, coolness or weakness of the left forearm or hand. Based upon collective post event imaging review it was determined that the -distal tip of broken midline catheter, (powerglide midline catheter- 20g), approximately 4-5 cm in length was retained within body of left biceps muscle. In response to this event, all midline catheters with similar lot numbers were removed from service. Additionally, the product manufacturer was notified of this event. Manufacturer response for catheter, intravascular, therapeutic, short-term less than 30 days, powerglide pro midline catheter (per site reporter). I would be happy to have a product incident report created for this. This hasn¿t happened in any other of my facilities. [Redacted name], bd mds- vascular access, c:[redacted number].